Event description:
A customer observed a potentially false negative anti-e when performing an antibody screen using the provue analyzer. The customer visually verified a weak positive anti-e on the card. A malfunction of this type could lead to misclassification of a patient status. There was no report of harm as a result of this event.

Manufacturer narrative:
Investigation into this event could not rule out analyzer malfunction. No log files were sent to verify analyzer performance. Tiff files of the image of the weak reactive found the reactivity in the microtube was weak to the point of microscopic determination. Manual extended incubation of the card showed weak reactivity. The sample was repeated both manually and with the provue analyzer and no discrepancy was observed between the methods. Though, this event is likely to be sample related, malfunction of the analyzer cannot be ruled out. The root cause is unknown.